Event description:
Boston scientific received info that during a replacement procedure for normal battery depletion, the right ventricular (rv) lead was stuck in the device header and its removal caused the insulation of the lead to pull apart. This rv lead was surgically abandoned and a new rv lead and device was implanted in the pt without any reported adverse effects. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance lab, normal telemetry and interrogation was observed with the zoom programmer. The battery status was elective replacement time (ert) and the gas gauge was also pointing to ert. The device passed all manual electrical measurement, pacing and sensing normally. Microscopic visual inspection noted dents and tool mark in edge of the casing. A hole was noted in the ventricular (v)-tip seal plug and body fluid contamination noted in its connector block. The v-rip retainer ring was bent upward and its setscrew hex slot rounded. The observed rounding of the setscrew hex slot is characteristic of that caused by incomplete/improper insertion of the torque wrench either during seating of unseating of the setscrew. No other irregularities were observed and all setscrews moved freely and operated normally. The header was separated from the device casing and a cut was made behind the proximal connector blocks to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in the ventricle inner seal rings. No evidence of silicone to silicone bonding in the atrial inner seal rings.